Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After a device change out there were low impedances reported on this lead. A revision was planned for the day after the change out. It was found that the lead was damaged during the extraction of the rv lead and it is now turned off, but remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.